Event description:
It was reported that the implantable cardiac monitor had occasional t-wave oversensing. No intervention was taken, and the patient will continue to be monitored. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.